Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a hcp (healthcare professional) via a company representative regarding a patient receiving intrathecal lioresal 500 mcg/ml via an implanted pump. The lioresal dose was 170 mcg/day. The baclofen lot number could not be obtained/was not available. Other medications the patient was taking at the time of the event were not able to be obtained. The pump IFU (indication for use) was listed as intractable spasticity. The patient visited a physician on (B)(6) 2016 due to a bulging area in her back. The doctor told the patient to wear a binder. Then, a pump alarm was heard by the patient's caregiver on (B)(6) 2016. The patient then visited an alternate physician on (B)(6) 2016, when a non critical pump alarm was occurring due to low reservoir. The low reservoir alarm was expected. The physician refilled the pump and changed the drug to lioresal 2000 mcg/ml as that concentration was all that was available. When the physician went to refill the pump, she expected 1.7 mls but pulled out 3 mls (within spec). The neurosurgeon wanted to wait 3 months before surgically going in to examine the pump. The physicians were going to discuss further. Regarding symptoms, the physician asked the patient if she was itching and the patient said "oh yeah". On (B)(6) 2016, the patient felt like "bugs" were crawling on her intermittently and all over her; "kinda like an itchy feeling". The patient also had a headache. The patient status at the time of this report was alive - no injury. It was not known if surgical intervention was planned. Additional information was received from a consumer regarding a patient who was receiving 2000 mcg/ml unknown baclofen at a dose of 170.2 mcg/day and an unknown drug via an implantable pump for intractable spasticity. In (B)(6) 2016, the patient was getting huge bubbles (4x5) on the spine where the catheter was placed. The patient went to see the healthcare provider on (B)(6) 2016 for the leaking and one other time. On (B)(6) 2016, the catheter was replaced. The bubbles were resolved after the patient&#38112;catheter was changed and all issues were resolved.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug manufacturer. It was reported that the patient had a medical history that included dystonia (of her left and to a lesser degree right) and sagittal sinus thrombosis. The indications for product use were spasticity and traumatic brain injury. It was reported that on ¿(B)(6)¿ (presumed to be (B)(6) 2016), the patient had a catheter replacement. Treatment for the reported event was surgery for replacement. As of (B)(6) 2017, the patient had not experienced any other pump related issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.